Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by the managing physician. The healthcare provider believed it was due to a blockage in the catheter. After being able to withdraw csf (cerebrospinal fluid) he flushed the catheter and the catheter was patent and working well, resolving the issue. It was noted parted of the catheter was explanted and replaced with an 8596sc. The explanted portion was discarded by the healthcare provider, therefore it would not be available for analysis.

Manufacturer narrative:
Concomitant medical product: product ID 8703w serial# (B)(6) implanted: (B)(6) 1999 product type catheter. H6: the evaluation code method has been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 09-feb-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the company representative was in the operating room at the time of the report. The patient had their pump replaced due to normal end of service (eos) battery longevity, and the physician was unable to aspirate the catheter. They were concerned so the physician revised the catheter. No further patient complications have been reported as a result of this event.